Event description:
It was reported that prior to use with bd vacutainer® eclipse¿ blood collection needle "white" foreign matter is on the needle. The following information was provided by the initial reporter, translated from spanish to english: customer reports that when the shield is removed a white object is seen.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2152267. Medical device expiration date: 31-may-2027. Device manufacture date: 01-jun-2022. Medical device lot #: 2200223. Medical device expiration date: 31-jul-2027. Device manufacture date: 19-jul-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® eclipse¿ blood collection needle "white" foreign matter is on the needle. The following information was provided by the initial reporter, translated from spanish to english: customer reports that when the shield is removed a white object is seen.

Manufacturer narrative:
Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign matter could not be determined from the photos. Additionally, 30 retention samples of each reported lot number (60 total) from bd inventory were evaluated by visual examination and the issues of foreign matter was not observed. Based on a review of the device history record for both incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.